Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) followed up with the clinical sales representative (csr), and it was noted that the customer was able to get the high-resolution stereo viewer (hrsv) in a convenient height for the surgeon using the surgeon login. The fse replaced the hrsv since the knobs failed to adjust ergonomic manually. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure and prior to ports placement, the customer stated that while setting up for a case the surgeon side console (ssc) displayed a ¿viewer adjustment disabled, restart system to continue¿ message. Intuitive surgical, inc. (Isi) received phone assistance from technical support engineer (tse). The csr had power cycled the system, but the issue was not resolved. The tse had the csr perform a hard power cycle using all circuit breakers, and the message persisted after restart. The customer planned to swap another ssc from a different system to continue the case. There was no patient involvement when the issue was identified.